Event description:
The patient reported through a manufacturer representative that they experienced an ¿increase in post pain.¿ it was stated that after trying their programming that they experienced ¿very severe pain suddenly reappeared in the evening.¿ the patient¿s doctor was contacted and x-ray imaging was performed; it was found that the patient¿s electrodes were no longer in the correct position. The patient¿s stimulation parameters were tuned in an effort to troubleshoot the issue, but the issue remained unresolved at the time of report. It was stated that no surgical interventions had been performed and that surgical intervention was planned but not yet scheduled at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2024 ,ubd: 12-dec-2027, UDI#: (B)(4), product type lead product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2024 , ubd: 12-dec-2027, UDI#: (B)(4). Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the x-ray imaging was very bad to be able to see if the leads migrated. At the moment the patient will get no help from the doctor or from medtronic. The ins was now turned off. The patient refused a surgical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that at the moment there is no surgery planned; the patient will wait.

Event description:
Additional information was received. It was reported that the date they were going to meet was (B)(6).2026 at 17.00. The date of explant surgery was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they were frustrated and disappointed about the therapy that was not working. He would like to have the ins reprogrammed to have better therapeutic effect. In the past the rep tried to set the stimulation, but this was not sufficient yet. The doctor decided in (B)(6) 2025 that they will explant the system. This explant was planned but hasn¿t happened yet. The rep will see the patient the last week in (B)(6) 2026 with the doctor.

Event description:
Additional information was received. It was reported that the patient was undecided about whether he wants to have the explantation done. The doctor may want to revise the electrodes again. There was no further information available on this case at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: imf f1903 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient was having surgery at the end of may. The plan is to extend the existing leads and test their function and effectiveness with a wireless external neurostimulator (wens). Depending on the effect, the patient will either receive a new inceptiv implant or the system will be explanted or tested with a device from another company.